Event description:
It was reported that the patient presented to the ed (emergency department) and a remote transmission was done. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device misdetected a svt (supra ventricular tachycardia) episode as vt (ventricular tachycardia) and delivered inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.